Event description:
The customer reported that there was an emergency room visit due to a small amount of ketone. He was treated with the insulin pump and was released. The blood glucose reading at the time of the event was 450 mg/dl. Prior to the incident, the customer stated that he experienced high blood glucose levels. After the customer returned home from the hospital, he woke up and his blood glucose level was 425 mg/dl. Troubleshooting was performed on the insulin pump and the device passed tests performed. A no delivery test was not conducted because the customer did not have a tubing clamp. The current blood glucose reading is 240 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.